Manufacturer narrative:
(B)(4). The device has been received but the evaluation is not yet completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A review of the event log was performed. The log identified a system error (se) 2367, se 2240, and a se 2084. Rite functional and rite electrical testing were performed. The device was determined to meet specification requirements per rite testing. An external and internal inspection was performed and revealed no problems. The pneumatic system was tested and found no issues. Device passed seal, purge & wet disposable integrity test. A simulated therapy was performed successfully. The reported problem was identified as a se 2240 but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.